Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that after implant the stimulation was helping him but wasn¿t controlling all the pain prior to the unrelated back surgery and was a lot better than what it was before he had the implant. The patient reported that he had to have an unrelated back surgery because he was in a lot of pain and walking around with a cane. The patient reported that when he woke up out of the surgery he had and has no feeling in both legs. The patient reported that he just had burning all the time. The patient reported that because of the nerves a crazy ¿the outside of the leg has no feeling and the inside of the leg was like someone lit it with a match and pours some gasoline in it.¿ the patient reported that what the ins used to do before the surgery it stopped doing it because his nerves have ¿gone crazy.¿ the patient reported that it was numb on the outside of his legs and burning on the inside of his legs. The patient also reported that after the surgery, the ins was causing him more pain. The ins was causing more pain when the patient was using stimulation. The patient reported that a manufacturer¿s representative (rep) tried to reprogramming, but it wouldn¿t work. Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. The hcp reported that the cause of the implant causing more pain, numbness, burning sensation and not controlling all of the pain was unknown. The hcp reported that the patient was seen on (B)(6) 2018 and didn¿t mention to them any issues in regards to the device. The hcp reported that the patient did offer complaints regarding his legs. The hcp reported that they would discuss issues with the device at the next visit. The hcp reported that the patient¿s symptoms were persistent and they never reported that they were related to the implant at the patient¿s most recent visits on (B)(6) 2018 and (B)(6) 2018. No further complications were reported.